Manufacturer narrative:
(B)(4). The insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08720 inches. No unexpected drive count, motor error alarms, insulin flow blocked alarms, or displacement anomalies noted. The motor was tested outside the device and passed.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 400 mg/dl. The customer experienced different blood glucose level 40,260 mg/dl. The customer was treated with small bolus for high blood glucose and crabs for low blood glucose. Troubleshooting was declined by the customer for high blood glucose. The product will be returned for the analysis.